Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s-40, lot# v355055, implanted: (B)(6) 2010, product type lead. Product ID 3389s-40, lot# v010290, implanted: (B)(6) 2006, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 28-apr-2012, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 31-mar-2009, UDI#: (B)(4). All codes apply to the leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that there was swelling around the burr hole cover. At the time the patient would be referred to their neurosurgeon by their neurologist. The neurologist had called the rep and described the symptom and did not specify which side the swelling was on. Additional information was received: it was reported that the cause of the swelling was unknown, the actions/interventions taken to resolve the issue were unknown, and the resolution was unknown. The rep did not confirm with the physician/account. Additional information was received from the hcp. It was reported that the cause of the swelling was not determined. The action taken was that the patient was referred to their neurosurgeon and was evaluated for an infection. The swelling had not been resolved. There were no further complications reported.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# v355055, implanted: (B)(6) 2010, product type: lead; product ID: 3389s-40, lot# v010290, implanted: (B)(6) 2006, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the actions/interventions done for the infection was the referral to the n eurosurgeon. The patient's infection had resolved. There were no further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s-40, lot# v355055, implanted: (B)(6) 2010. Product type lead, product ID 3389s-40, lot# v010290, implanted: (B)(6) 2006. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was having fluid buildup. The caller stated that they were having trouble with fluid building up in the pocket and scalp with swelling and drainage down their forehead and down to their eye. The caller stated that the neurosurgeon had cleaned out the fluid once. The caller stated that it originally started two years ago, as a result of those symptoms with the ins and was replaced. It started occurring again in the past several months. During the call the patient/family member/friend could be heard in the background saying that the patient fell down two years ago. The individual also could be heard saying that after the ¿new thing¿ (presumably referring to the ins replacement) there was more water and more scar tissue. After the patient said this the md paraphrased saying that they replaced the ins and described the symptoms as drainage down the forehead and fluid in the chest. The caller stated nothing appeared to be infected. They were calling to see if it was something that had been reported before and how to treat the patient. Additional follow up was also received from the rep stating that the neurologist reported that the patient was still experiencing swelling around the burr hole, in the area of the generator, and down towards their eye. The neurologist was referring the patient to the neurosurgeon immediately. There were no further complications reported.